Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2014 (B)(6); product type lead (B)(4).

Event description:
It was reported that a patient¿s initial placement for her implantable neurostimulator (ins) was very uncomfortable. About a month after she received the implant, her healthcare provider surgically moved the ins from the left side to the right side due to the discomfort. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.